Event description:
It was reported that during service and evaluation, it was determined that the quick coupling device had damages/breaks k-wire. It was reported in the service order that the device did not hold the pins properly. It was unknown when the event occurred. There were no reports of delays to a surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11. Additional narrative: a visual and functional assessment was performed on the device. The following steps failed: check handpiece coupling. Check tool coupling. Check self-holding force in smallest range. Check self-holding force in largest range. Check function in running mode. During the service evaluation the following failures were identified: visual: cosmetic damage - worn coupling. Functional: device damages/breaks k-wire. Internal finding: worn bearing. Functional: will not hold k-wire. Conclusion: failure reported is confirmed.